Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (damaged connector, unable to latch, service code 204, can connection status) was confirmed. Upon investigation the trunk cable connector was physically damaged, and the electrode belt was unable to securely connect to a monitor. The cause of the service code 204 (belt/monitor unusable) and can connection status messages is the damaged electrode belt connector. The root cause of the damaged connectors is excessive force placed at the connectors. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged and unable to latch.